Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 21 years old and was last returned to the manufacturer for repair on (B)(4) 2001. Prior to repair, the device displayed excessive damage to the head and control bar. It was also determined that the motor ran did not run. The device was also out of calibration at all thickness settings and side to side specifications. It was also noted that it appeared the inside of the unit had been cleaned as there was no grease in the unit. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer dermatome gave the uneven cut. Additional clinical follow up with the hospital indicated that the reported event occurred during a procedure and the procedure was completed with an alternate, immediately available unit. The surgical time was increased by approximately twenty minutes for replacement and set up of alternate device. Hospital staff member was unable to recall any additional information regarding the procedure but stated there was no documentation of any adverse patient experience.